Event description:
It was reported to resmed that an astral device failed to complete its internal self-test. The device was not in patient use when the reported event occurred.

Manufacturer narrative:
Based on all available evidence and complaint investigations of a similar nature, an investigation determined that the reported complaint was due to contamination. The device was returned to the customer unrepaired due to the customer declined service. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference#: (B)(4).

Manufacturer narrative:
The device was received by resmed and an evaluation confirmed the complaint. Visual inspection of the pneumatic block and main circuit board revealed damage. The pneumatic block and main circuit board required replacement to address the issue. The device was returned to the customer unrepaired due to the customer declined service. Resmed reference #: (B)(4).

Event description:
It was reported to resmed that an astral device failed to complete its internal self-test. The device was not in patient use when the reported event occurred.